Manufacturer narrative:
Corrected data: b5 - the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -15/+3/90 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens had tore during injection/delivery into the eye. Intraoperatively the lens was removed and replaced with a same model/length lens but the problem was not resolved. It was additionally noted "main lens flipped in ac and teared during surgery. Back up lens implanted in sulcus". There was no patient injury. The cause of the event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
A4-a6:unk.h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of a -15.0/3.0/90 (sphere/cylinder/axis) was implanted into the patient's left eye (od) on (B)(6) 2023. The lens was intraoperatively implanted, removed, and replaced due to a lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The cause of the event is unknown. The problem was resolved. Reportedly, "main lens flipped in ac and tore during surgery. Back up lens implanted in sulcus." Blurred vison and mild corneal edema is observed. The status of the eye reported, "mild cornea edema.".